Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on google pixel 10 pro (android 16) with mmt1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that: the cause of the failed pairing was due to the phone with enabled crossdevice services feature enabled did not respond to the pump gatt descriptor readbytype request. The descriptor belongs to the crossdevice services feature characteristic. Issue status: confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: another interfering bluetooth apps are installed. I recommend the patient to check if some application using bluetooth is installed on the phone. If so the application has to be uninstalled. As an example of such applications could be fitness trackers apps, smart watches apps or smart home apps such as fitbit or polar flow and so on. After the apps are uninstalled the attempt to repair the pump should be repeated. Cross devices feature enabled. If cross devices feature enabled disable it following the steps: open android os settings. On the very top of the android os settings list tap on google account credentials choose all services find the crossdevice services in a list and tap on it if enabled, disables them. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. We are proceeding to close the ticket if customer still face issue we request helpline to reopen ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pairing issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.